Event description:
It was reported that, during debridement, both versajet exact assy, 45 degree x 8mm and versajet plus assy, 45 degree x 14mm were not draining at all and instead spraying back all over the debrided wound bed. Procedure was resumed, with a greater than 30 minutes delay, with a changed in surgical technique. Current health status of the patient is unknown at the present, however, was not harmed. No further complications reported.

Manufacturer narrative:
Section h10: the device was not returned for evaluation, the reported event cannot be confirmed. A documentation review has confirmed that this device was manufactured and released according to the final product specification, with no contributory factors regarding the reported event. Historical records reviewed, contain reports of a similar nature, with no manufacturing or quality concerns observed, there are no open corrective actions. The risk files mitigate the reported event, which is further delineated within the instruction for use, which provides the probable root cause. Fluid spraying/sputtering can be caused by a build-up of debris in the evacuation orifice. This must be frequently checked during use and cleared away to maintain a steady flow of saline through the handpiece. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends. Internal complaint reference number: (B)(4).